Event description:
The reporter indicated not being able to advance an atrial lead past the pt's svc without causing severe chest pain. After several unsuccessful attempts, the dual chamber implant was abandoned for a single chamber.